Manufacturer narrative:
The device was received for evaluation. During functional testing, a downstream occlusion alarm was not reproduced. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration downstream sensor. The force sensor no-tube calibration is required to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion during testing. There was no patient involvement. No additional information is available.